Event description:
During a colorectal anastomosis procedure the universal gia reload stuck and malfunctioned. The reload had to be pried open to get the reload off the bowel. This resulted in the surgeon having to resect two more portions of small bowel. Rep. Contacted and spoke with surgeon. Device retained at hospital.